Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station requested a basic input/output system password. A technical support specialist advised the customer to reboot the station again and this time, it successfully passed the basic input/output system stage and booted up normally. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system requesting a basic input/output system password. The customer stated that there was a delay in dispensing medication to the patient. The customer mentioned that they had rebooted the station but it was still the same. There were no adverse events or injuries reported based on this event.